Manufacturer narrative:
(B)(4). Concomitant medical products: persona cruciate retaining femoral component, catalog #: 42502607002, lot #: 63690823, persona all polyethylene patella, catalog #: 42540000038, lot #: 63710326, persona 5-degree stemmed tibial component, catalog #: 42532007902, lot #: 63656242. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that the patient is experiencing instability, pain, and popping sounds in the knee. It was also noted that the patient is implanted with the largest sized insert available. Patient is inquiring if a larger insert could be made. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the patient is experiencing instability, pain, and popping sounds in the knee. It was also noted that the patient is implanted with the largest sized insert available. Patient is inquiring if a larger insert could be made. Patient has additionally reported issues with his feet and has scheduled an appointment with a neurologist. No additional patient consequences were reported.

Event description:
It was reported that the patient began experiencing instability, pain, and popping sounds in the right knee 10 weeks following knee arthroplasty. It was also noted that the patient is implanted with the largest sized insert available. Patient is inquiring if a larger insert could be made. The patient was offered a brace/sleeve for support, however, the patient declined. Patient has additionally reported issues with his feet and has scheduled an appointment with a neurologist. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 0001822565-2018-02185.

Event description:
This follow-up report is being filed to relay this report is a duplicate of 0001822565-2018-02185.